Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument exhibited macroscopic breaking of the branches¿ articulation (the black cable was visible outside of the branches). No fragments fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the distributor and obtained the following information: no fragment fell into the patient. The black cable was loose but not broken in half. The insulation was not damaged. There was no loss of cautery associated with the broken/loose cable and here were no signs of thermal damage. There are no photographic images or video recording of the procedure available for isi review.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the mega suturecut needle driver instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). The instrument was found to have a frayed grip cable at the distal end. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.